Event description:
A bleeding stomach ulcer was formed on the opposite side of where the internal balloon was being placed, on the back wall of the stomach. The indwelling period was 11 days. The doctor thought that there was a possibility that the balloon has caused the formation of the ulcer. The pt had been suffering from als. The pt was hospitalized due to a bleeding stomach ulcer, and the bleeding was stopped by endoscopical treatment. However, the pt's general status worsened thereafter and she died.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.